Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, one month, and three weeks following the implant of this transcatheter bioprosthetic valve, degeneration of the valve and stenosis was noted. The leaflets of the valve were removed with the valve frame remaining implanted. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. Pathological analysis was conducted and identified collagenous and calcified material on the leaflets. No additional adverse patient effects were reported.